Event description:
Upon a CT scan for unrelated reasons, it was noted that two legs of the filter had detached. One limb is in the pancreatic head. The other limb is in the cava wall. It was also noted that one of the legs still attached to the filter had penetrated through the cava wall. The pt is reported to be fine.